Event description:
The customer reported to olympus technical assistance center (tac), the visera elite ii video system center exhibited touch screen communication error e333. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer cycle powered the subject device and that cleared the reported error e333. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the device was not returned, the phenomenon was not reproduced, and a root cause could not be identified. In the event description, it was stated that the error was cleared by turning on the power again. According to otv-s200 service manual, e333 error indicates ¿touch panel failure.¿ the subject device¿s serial number was unknown; therefore, the manufacture date was not identified, and the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.